Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0yb69, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0y2xv, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient had their system explanted due to an infection. The type of infection is unknown and it is unknown if cultures were taken. The issue was reported to be resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.